Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Per the case notes, there was no follow-up response received from the user to clarify the time of the hypo event. As a result no further investigation can be performed to confirm if there was any malfunction of the system.

Event description:
Senseonics was made aware of an instance where the patient experienced hypoglycemia event. Patient's sensor showed a high reading with a vertical up arrow. Patient took an insulin correction. Patient then tested on the blood glucose meter with a reading of 5mmol/l . Patient then had symptoms of hypoglycemia and this was repeated through the night.